Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a non-bsc guidewire failed to cross the lesion, the device was exchanged to another non-bsc guidewire and was able to cross the lesion. Then a rubicon support catheter was advanced but failed to advance. A 1.2mmx15mmx141cm fg coyote fc otw (emerge&#10848;balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Another coyote balloon catheter was advanced for dilation and exchanged to rubicon to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. There was blood in the balloon and lumen. An inflation device filled with water was attached to the hub of the device. When pressure was applied, water was found streaming from the balloon. Microscopic inspection revealed a pinhole at the proximal edge of the markerband. Microscopic inspection of the markerband and proximal weld found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a non-bsc guidewire failed to cross the lesion, the device was exchanged to another non-bsc guidewire and was able to cross the lesion. Then a rubicon support catheter was advanced but failed to advance. A 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Another coyote balloon catheter was advanced for dilation and exchanged to rubicon to complete the procedure. No patient complications were reported and the patient's status was good.